Event description:
The manufacturer received information regarding a dreamstation 2 device. There is an allegation that the filters on the device are black or have black particles after a few days. The patient is concerned about mold or other contamination in the device. The patient alleges cough, bronchitis, pneumonia, and the flu. The patient has been seen by a pulmonologist. The patient was also hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.